Event description:
Allegedly, patient was revised due to infection. Non-revised product: product: advance onlay all-poly patella 35mm tri-peg product ID: kpontp35, lot #: 2030214 qty:1 srnjr number: (B)(6). Side: r, gender: m.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.